Manufacturer narrative:
Clinical conclusion: there is temporal relationship between ccpd therapy with the liberty cycler/ liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no documentation which supports a liberty cycler set malfunction or product deficiency caused or contributed to the event. Per the patient¿s nurse, the peritonitis infection was associated with touch contamination. Additionally, the patient reportedly had prior pd catheter (not a fresenius product) related infection approximately 1 week prior to the event, and fibrin build-up causing pd catheter malfunction which could have also been a predisposing factor. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient on continuous cycling peritoneal dialysis (ccpd) therapy was hospitalized with bacterial peritonitis and pd catheter (not a fresenius product) malfunction due to fibrin build up. The patient¿s pd effluent revealed growth of gram-positive bacilli (unknown organism) and gram-negative rod (unknown organism). The patient¿s peritonitis was treated with vancomycin (unknown dose, route, frequency and duration). Additionally, the patient required pd catheter replacement (unknown date). The patient¿s peritoneal dialysis nurse reported that the patient is recovering from the peritonitis event and currently remains on vancomycin. Per the pd nurse, the peritonitis infection was attributed to touch contamination.